Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was not device related. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime in 2019. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 20549037/21317720.